Event description:
It was reported that the patient experienced swelling around their pump pocket site. The connector from the catheter was fractured and had leaked fluid into the pump pocket. The connector was removed and replaced. The original pump and catheter were left in place. The patient recovered without sequela. The medications being delivered via the device system were morphine sulfate and bupivicaine.

Manufacturer narrative:
(B) (4).